Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. E2402 standing in for "abominable distension."

Event description:
It was reported that the patient experienced extraperineal bleeding, hypotension, and abdominal distention. After a pulse field ablation (pfa) procedure and prior to patient discharge the patient experienced hypotension and abdominal distention while in recovery. A computed tomography (CT) scan was performed and a diagnosis of extraperineal bleed was made. A consultation was done with vascular surgery. It was believed by the physician that a perforation may have occurred when femoral vein access was gained, resulting in the bleed, but this was not confirmed. The patient was hospitalized overnight. The patient received a blood transfusion, stabilized, and was discharged after fully recovering from the complications. The device is not expected to be returned for analysis due to disposal.